Manufacturer narrative:
(B)(4). According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak, dissection, and reoperation.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient presented with a systemic type 3 dissection and underwent endovascular procedure in the descending aorta utilizing two gore® tag® conformable thoracic stent graft with active control system (tgmr373715 and tgmr373710). The patient tolerated the procedure. On (B)(6) 2022, the patient underwent a planned reintervention for an endovascular zone 4 descending thoracic aorta to treat a proximal retrograde type b dissection utilizing a gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Reportedly, patient came in symptomatic through the ER with type 1a leak with retrograde b dissection and reintervention was done as there was a fenestration that was not covered on the initial procedure, and it was repaired during the reintervention. Reportedly, the tgmr373715 was most proximal device and immediately adjacent to the retrograde type b dissection and the device was placed in an undissected area in the descending aorta. The reintervention was the cause of the new dissection due to disease progression. The reintervention was successful, and the patient tolerated the procedure.